Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the radio frequency (rf) programmer head was unable to interrogate devices. The rf head failed uplink tests, had a cracked lens and the label was de-laminated. The rf cable was replaced; upper case and label were replaced. No other anomalies were found. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head was having problems interrogating. After changing the rf head the interrogation was successful. The rf head was returned for repair and subsequently tested out of specification. No patient complications have been reported as a result of this event.